Manufacturer narrative:
The device has not been returned to the MFR, at this time, for eval. A lot history review (lhr) review is not possible, as no mfg lot number has been provided by the complainant.

Event description:
Report received from customer the line had moved, no further info regarding the line is available. No resistance to flushing as pt is on a continuous infusion at 0.6ml/hr using a cme medical t60 syringe driver with pressure setting at 720mmhg. A 10ml syringe or larger using positive pressure flush, pts are taught to do their own dressings in the home. Secured with sutures for first 21 days and dressed continually with IV 3000 dressing. The alleged splits are occuring at pts home several months of use. 20ml syringes used in syringe driver otherwise 10ml syringes.